Event description:
A malfunction alarm identified as "malf 12" was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions on how to reset the pump and assisted the customer with the reset, after which the issue did not recur, allowing the customer to continue using the pump. The customer was advised to contact support again if any further issues arose, which they acknowledged.